Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies, black bars on display or unexpected low battery alarms were noted. No damage on the lcd isolation tape noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin powered up properly after battery installation, the operating currents are within specification. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer received a low battery alert. When he inserted a battery the insulin pump appeared to be doing a normal boot up but the screen had a black rectangle and then nothing appeared. The insulin pump had a blank display. The insulin pump was scratched, dropped, and exposed to moisture. The display did not return after trying two batteries. The screen only had the black startup rectangle. The display did not return. Customer's blood glucose level was 232 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.